Manufacturer narrative:
(B)(6). Customer indicated that the lens is not available to be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient presented with halos and glare post intraocular lens (iol) implantation. Further follow-up revealed that the iol (24.0 diopter) was explanted and replaced with a different johnson & johnson lens (eyhance, model dib00 25.0 diopter). The suspect lens is not available for evaluation. Visual acuities provided as: 20/25 with glasses pre-initial implant, 20/50 post-initial implant, and 20/30 post-replacement. Patient was reportedly doing fine when discharged. Account indicated that no further medical or surgical intervention was required. No further information is available. This report is for the left eye. A separate report has been submitted for the right eye.